Event description:
The pump involved in this report was returned by the customer because it did not pass preventative maintenance testing. During servicing at baxter, the pump was found to deliver below spec. The reporting facility indicates there were no pt incidents associated with the use of this pump.